Event description:
We have been informed that during surgery, the infusion in the 25g program turned off without audible acoustic feedback or operating the footswitch. The eye then went soft until infusion was turned back on again. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. Final conclusion is pending the analysis of the logfiles.

Manufacturer narrative:
Regarding this complaint, log files were submitted for examination. Please note that detailed logfiles were only available for (B)(6) 2023. The analysis of these detailed logfiles revealed that irrigation is triggered only when the pedal is pressed and stops when the pedal is released (normal behavior at the given settings). This pattern occurs regularly between 2:52 pm and 2:58 pm. Hence, it is likely that the reported complaint stems from the surgeon expecting irrigation to persist with the pedal released, whereas, in reality, it was stopped by releasing the pedal. The log files also indicate that at 3:03 pm, the constant infusion was selected on the screen, and immediately thereafter, irrigation was activated. Under these settings, with constant infusion selected, irrigation remains active even when the pedal is released. Based upon the investigation findings the cause of the reported event most likely is related to an unintended use error. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (eva-irrigation off by itself). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from (B)(6)2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during surgery, the infusion in the 25g program turned off without audible acoustic feedback or operating the footswitch. The eye then went soft until infusion was turned back on again. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, the infusion in the 25g program turned off without audible acoustic feedback or operating the footswitch. The eye then went soft until infusion was turned back on again. No report that actual patient harm occurred or surgery was prolonged > 30 min.